Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event the device capsular contracture was received march 22, 2021 with lot number 3194861. Analysis of the returned device identified: flat creases, white particles in the shell and weight to the spec. Bubbles and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.